Manufacturer narrative:
Follow-up # 1 ¿ (11/11/2014). The patient¿s meter has been returned on 10/23/2014 and evaluated by lifescan product analysis on 10/28/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging his one touch verio iq meter read inaccurately high compared his feelings and or normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2014 at 5:00 p. M. When he obtained a blood glucose reading of ¿431 mg/dl¿ with the subject meter. The patient also mentioned he tested his blood glucose at 7:47 p. M. And obtained a reading of ¿391 mg/dl¿, tested again at 8:37 p. M. And obtained a reading of ¿255 mg/dl¿, tested at 9:00 p. M. And obtained a reading of ¿256 mg/dl¿, and tested at 10:00 p. M. And obtained a reading of ¿363 mg/dl¿ with the subject meter. The patient manages his diabetes with insulin (humalog, self-adjuster) and stated he took an increased dose of insulin (4 units of humalog) in response to the alleged inaccurate reading(s) obtained with the subject meter. On (B)(6) 2014 at 9:00 p. M., the patient developed symptoms of ¿loss of consciousness due to hypoglycemia¿. Emergency medical services (ems) was immediately called and when they arrived, tested the patient and obtained a blood glucose reading of ¿25 mg/dl¿ with the ems meter. It is not known what treatment the patient received. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.